Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping from their cardiac resynchronization therapy defibrillator (crt-d). The patient was later seen for a device check and it was noted the right ventricular (rv) lead defibrillation impedance was out of range. The defibrillation therapies were turned off. No patient complications have been reported as a result of this event.